Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
This pacemaker had four years remaining longevity and depleted after six months. Boston scientific technical services (ts) advised that device will need an engineering analysis to assess if there was premature depletion or if it was due to high outputs when in suspension. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.